Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, two beams were noted after 269,036 joules of use and 30 minutes, there was distal breaking of the fiber. The procedure was completed utilizing a second fiber. Patient outcome information was not provided.